Event description:
It was reported that during a device explant, the right ventricular lead was non functioning for about 5 years due to a perforation. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.